Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent a knee replacement procedure and did not place their ipg in surgery mode. As a result, the ipg became inoperable and would not communicate with external devices. Surgical intervention is anticipated.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent a knee replacement procedure and did not place their ipg in surgery mode. As a result, the ipg became inoperable and would not communicate with external devices. Surgical intervention is anticipated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated surgical intervention occurred wherein the ipg was explanted and replaced with a competitor ipg to address the issue.